Manufacturer narrative:
This report has been identified as event one of b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) volumetrics of 6.16 ml/hr and (B)(4) hour were performed and tested in spec. The device history logs were also reviewed, and did not show any indication of a pump malfunction. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as event one of b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported incident are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: event 1: the syringe emptied earlier than it should have. They are using the pumps for continuous nebulizer treatments and are using aerogen 50ml syringes. The rate set on the pump was 6.61 ml/hour and the volume in the syringe after priming was 46 ml. When the respiratory therapist went to change the syringe, the pump was off and the syringe was empty. The patient did desaturate briefly, but as soon as the syringe was changed his saturations improved.